Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels of 600 mg/dl. Programming was correct and multiple no delivery alarms were found in history file. Troubleshooting was performed and the infusion set leaked at the p-cap. Nothing further was reported.